Manufacturer narrative:
Underwater leak testing disclosed leak in balloon membrane. Probable cause of difficulty: penetration is characteristic of that produced when membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when balloon is subjected to non-predictable folding pattern, as when it enters subintimal space, is loacted too high in aortic arch, or enters subclavian artery. Physical evidence and reported problem are consistent with that of iab which became trapped and was surgically removed from pt. Although pt consequences of balloon penetration remain overwelmingly benign, generally necessitating only removal of balloon and its possible replacement, medical community is becoming increasingly aware of "entrapped balloon" phenonenon.

Event description:
The iab was inserted into the pt on 12/18/97. On 12/27/97, blood was noted in the catheter. The doctor had difficulty removing the iab from the pt. The iab was surgically removed. No alarm sounded from the kaat 11 pump. (Event complications: entrapped/surgically removed- reported 1/16/98.) (Pt's current status" unk- rpt'd 1/16/98.)